Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was less responsive. Customer's blood glucose level was unknown. Customer reported that the insulin pump battery not lasting longer than 7 days new battery was rejected and put in a second new battery then rewind was noisier than originally. Rewind takes longer than when originally. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a unit fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. No drive/motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device was monitored for two days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device responded properly to button presses. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using care link. Device had a cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.